Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and shallowing of ac. Due to excessive vault excessive vault, significant reduction of iridocorneal angles, and shallowing of ac, the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
B4 - date of this report: 31-jul-2025 corrected to 01-aug-2025. G4 - premarket identification PMA/510(k): p030016 combination product corrected to no in the initial MDR. H6 - 4581: significant reduction of iridocorneal angles, shallowing of anterior chamber. Claim # (B)(4).